Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that she had a stomach virus and was not eating prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests, prime/a33, and no delivery tests. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.